Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
The customer reported that the device has a defibrillator issue and needs to go to bench repair. There was no patient or user involvement.

Event description:
The customer reported that the device has case damage. There was no patient or user involvement.